Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, 80% stenosed, de novo lesion in the left anterior descending (lad) artery. After lesion pre-dilatation, a 3x48mm xience xpedition drug eluting stent (des) was implanted in the target lesion. During removal of the des from the anatomy, imaging revealed a distal end dissection. A 3x8mm des was implanted to cover the dissection and successfully complete the procedure. Results were very good with a timi iii flow and no residual stenosis. There was no adverse patient sequela. No additional information was provided.